Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The ra lead was removed and was not replaced.

Manufacturer narrative:
Concomitant medical products: dtbb1d1 ICD, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during right ventricular (rv) lead extraction, the right atrial (ra) lead became dislodged and came out. The ra lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.